Manufacturer narrative:
A specific root cause could not be identified. The issue was very likely caused by a hardware issue as the qc recovery was within range after the service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample. The initial result was 0.23 uiu/ml and was reported outside the laboratory. The patient was redrawn on (B)(6) 2014 and the result for that sample was 1.08 uiu/ml. On (B)(6) 2014, the doctor called questioning the result from (B)(6) 2014. The sample from (B)(6) 2014 was repeated and the result was 0.587 uiu/ml. The sample was also sent to another laboratory for testing and the result was 0.6 uiu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The tsh reagent lot number was 17448201 with an expiration date of 06/30/2014. The field service representative found there was a fluidics failure. He replaced the heat pipe, sipper probe, tubing and sample tubing. He ran performance testing which was all within specification. The customer ran calibration and controls which were all within specification.